Manufacturer narrative:
Device manufacturing date is unavailable. Return requested for suspect computer. No parts have been received by manufacturer for analysis. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Found intermittent computer output problem to displays. The medtronic representative replaced the computer. Issue resolved. System performed as intended.

Event description:
A medtronic representative received a report from a site that both the staff and surgeon monitors on their navigation system, were displaying scrambled images. This behavior seemed to only occur after being powered on for awhile. The site had already assured that all connecting cables were appropriately seated. In trouble-shooting, the medtronic representative replicated this behavior. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer booted normally to the application screen. No distorted images were observed during burn-in testing. Seatools long test and memtest86 showed no errors. The computer passed hard drive testing. The computer system passed systest and all required testing. There were no video issues encountered. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Additional information: device manufacturing date now available.